Manufacturer narrative:
An event of difficulty retracting the device was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt100092301 revision b table t1, that a 8 french delivery system is recommended for use with an 18mm amplatzer cribriform occluder, not a 9french.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 18mm amplatzer cribriform occluder was selected for implant. During placement, it was deemed too small. While attempting to re sheath the 18mm amplatzer cribriform occluder the device would not enter despite strong force. It was thought that the distal tip of the amplatzer¿ trevisio¿ intravascular delivery system sheath somehow folded-in on itself causing issues with retrieving the device. The hospital had no exchange delivery system so the physician cut the tapered end of the dilator in order to pass it over the delivery cable and straighten the distal tip of the sheath, however, they could not get the cut dilator over the delivery cable. It was then decided to use a 6f delivery sheath to push out the tip of the 9f delivery sheath. The 9f sheath was cut to remove enough of the proximal end to allow the 6f sheath to reach the end. This strategy worked and the device was recaptured without issue. The device was inspected and profile the right disc appeared oval instead of flattened. A 25mm amplatzer cribriform occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure. The procedure was significantly delayed because of the difficulty in retrieving the 18mm device. Manufacturer report number: 2135147-2021-00093.